Manufacturer narrative:
Pending investigation. Concomitant products 4398699 02-010-03-0340 - logic cr femoral cem, right, sz 4 6084624 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 2652742 02-012-51-4015 - logic tib insert impl crc, sz 4, 15mm 6385401 200-02-32 - three peg patella 32mm recall: z-0021-2022

Event description:
As reported, the patient had an initial left tka on (B)(6) 2020. The patient returned to the surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled for a revision tka possible poly swap vs. Full revision. The patient was revised on 16-oct-2023. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported was likely the result of tibial insert prosthesis wear and instability. Possible causes for polyethylene wear include malalignment between the implants, inclusion of the polyethylene in the packaging recall, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years.